Manufacturer narrative:
No product has been returned for evaluation as it remains in-situ. No x-rays or ultrasound images provided to confirm the alleged event. No root cause can be confirmed at this time. Warnings: patients treated with precice bone transport may need secondary surgery to ensure union at the distal docking site.

Event description:
Information was received that a revision procedure was performed on (B)(6) 2021 in order to place a new transport screw and perform a new osteotomy. It was also reported that there was a fracture of the bone transport at the docking site segment due to poor bone quality.